Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated cardiac procedure. During the procedure, the pacemaker exhibited a potential loss of pacing output. The pacing output was normal post procedure. No device intervention was performed. The patient was stable.